Manufacturer narrative:
Date of event: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient (pt) was feeling sensations while recharging. Pt reported they have been experiencing pain while charging that lingers after. Pt confirmed they are not charging directly on their skin. Reviewed information about charging over layer of clothing. Pt stated this is new and they have never had this pain before (pt stated they did not have this issue with previous recharger). Pt reported it hurts to sit and at night they will wake up if they lay on their implant wrong. Pt clarified pain is at the implant site. Pt stated pain starts within 5 minutes of charging their ins and stated they felt it right away when pt used this new recharger that pt stated they received at the beginning of october. Pt stated they had just got back from a trip where they did lo ts of steps per day but stated this is the third time this has happened so pt did not think this was related to that. Pt denied any trauma to implant site or falls. Pt stated they walk frequently and average about 5 miles of walking per day. Pt inquired if this could be related to issue with the recharger.  Monday lost connection five times when recharging. Ai asked if the stimulator has shifted or moved and they said no. The patient met with their healthcare provider and the manufacturing representative (rep) on (B)(6) 2022 and they didn't find any issues with the recharger, but still requested a replacement. Additional information was received from the patient. They reported that their replacement recharger didn't resolve their previously reported pain/they were still having pain when charging. The patient reported they were still having the issues with connecting. Patient did let their doctor's office know about the issue. On (B)(6) 2022 the patient called back and said they have plans to replace the micro system with a recharge-free system and had questions about reimbursement. Patient felt the charging technology was at fault. Reviewed general reimbursement information and redirected to their managing hcp. On (B)(6) 2022 the patient called in again stating they need a replacement recharger because the current one is doing the same thing as the previous ones. Patient said when they get a replacement recharger it works great the 1st time then gets harder and harder to find to the ins. Patient said it takes a long time to find the ins and when it does find it it doesn't stay connected. Patient said the recharger worked the 1st couple times. Patient said they have an appointment in february and want coverage from the manufacturer because the device is not what they signed up for. Patient said the manufacturing representative (rep) is aware of the whole situation. Patient said they met with the rep in september and said the ins site was checked and patient was told everything was fine. Patient did not have the recharger with them at the time of the call. Patient said this will be their 4th recharger. Reviewed with patient that a replacement recharger will likely not resolve the issue and patient said it gets better for awhile and the soonest appointment they could get is february. On (B)(6) 2022 the patient called in again and said it took over 25 minutes for the recharger to connect to the ins. Patient lost connection 2-3 times. They said it took over an hour to charge from 60-100% and their hand was mighty sore from holding the recharger in place.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device removal or replacement is scheduled for (B)(6) 2023 . The status of the device is "to be determined."